Manufacturer narrative:
Voluntary medwatch report received: mw5167222.

Event description:
Voluntary medwatch received states that the lead was explanted due to infection (mssa endocarditis). The patient status was unknown.